Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1518 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported tubing isn't detached but there is a significant tear in the tubing. Never used on patient. It's the piece you remove after you take the wire out of the PICC and add the calve.